Manufacturer narrative:
Correction: patient code 2076 for skin irritation was inadvertently omitted from the initial report submitted to the FDA for this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 06/18/2019, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast prosthesis implantation with an unspecified mentor gel breast prosthesis and suffered several unexplained systemic symptoms, including pain, pressure, discoloration, itching, and other unspecified medical issues. In addition, the patient reported that the breast prosthesis ruptured. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.